Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a very dark display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a very dark display. The customer reported that the device will power on in ventilation, and in diagnostic mode, but the display was very dark. The rse advised the customer to test the device with a known good user interface (ui) assembly. The customer was also provided with the part number for a replacement liquid crystal display (lcd). The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The engineer provided their analysis findings, and provided the customer with guidance to resolve the issue; however, the final disposition of the device could not be confirmed, as the customer did not respond to multiple requests for additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.